Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implant date: (B)(6) 2019; dtma1d4 ICD, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the left ventricular (lv) lead dislodged and exhibited no capture. The lead was capped and a previous lead was reactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.